Event description:
It was reported that oversensing and noise were seen on the atrial lead. A device check and x-ray showed normal findings. The atrial sensitivity was reprogrammed, and the lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that oversensing and noise were seen on the atrial lead. A device check and x-ray showed normal findings. The atrial sensitivity was reprogrammed, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.